Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed two devices were returned outside of original packaging. Device one revealed that the suturefix fork had become bent from manufacturer intended position. The anchor was still attached with debris. The device was not deployed. Device two revealed that the suturefix fork had become fractured leaving the anchor hanging from the distal tip. This device was also not deployed and debris was on the anchor. A functional evaluation revealed the first device could function as the bent suturefix fork still receded into the nose tube as intended. The second device could still function releasing the sutures, but would not allow the repair anchor to tighten as needed due to fractured suturefix fork. A complaint history review found similar reported events. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution the instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate it was determined the device contributed to the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. H6: health effect - impact code.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, the suturefix ultra was found to be defective. It is unknown how the procedure was finished and if a delay occurred. However, no patient injuries were reported. Two devices are involved for this case (lot 1: 2065057 and lot 2: unk) and it is unknown which lot number belongs to each malfunction. Results of investigation have concluded that one of the devices had the suturefix fork fractured leaving the anchor hanging from the distal tip with debris which makes it a reportable event.